Event description:
It was reported that the customer had a couple of low blood glucose events. The customer's blood glucose level was 50 mg/dl. Customer mentioned she had a bent sensor cannula and adhesive on the sensor was not adhering. Troubleshooting was performed, sending a replacement sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.